Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was swimming in a pool when there was a lead integrity alert (lia) for elevated sensing integrity counter (sic) and high rate non-sustained (hrns) episodes. The cardiac resynchronization therapy defibrillator (crt-d) exhibited elec tromagnetic interference which was noted by 60 hertz noise recorded during the hrns episodes. The crt-d remains in use. No patient complications have been reported as a result of this event.